Manufacturer narrative:
The investigation confirmed that a non-reproducible higher than expected vitros trop I result was obtained from a single patient sample processed on a vitros 5600 integrated system. The investigation could not determine a definitive assignable cause. Quality control testing is not performed, therefore, a reagent issue cannot be ruled out as a contributing factor. A within-run vitros tropi es precision test using known troponin I free sample was completed successfully. A precision run indicates the system is currently performing as intended, however, it is unknown if the instrument was performing as intended at the time of the higher than expected result. An instrument issue cannot be ruled out as a contributing factor. Although the customer is following the sample collection device manufacture¿s recommendation for sample centrifugation, it is possible that cellular debris was present in the affected samples. This could not be confirmed. In addition, an issue related to insufficient maintenance protocol cannot be ruled out as a contributing factor since the customer is not following the recommended maintenance schedule. A definitive assignable cause for the event could not be determined.

Event description:
A customer observed a non-reproducible, higher than expected troponin I result from a single patient sample processed using a vitros troponin I es reagent lot 2575 in combination with a vitros 5600 integrated system. Patient sample result of 62.1 ng/ml vs. The expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es result was reported from the laboratory. There was no report that treatment was stopped, initiated or changed based on the result. There was no allegation of actual patient harm as a result of this event. (B)(4).